Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen assembly began separating from the device, consistent with a device component display issue and a bonding failure; the device continued to function, the user tapped the screen back in place, and a replacement was arranged with return instructions provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including review of photos. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.